Event description:
The customer reported that pulse rate values went though periods of higher than expected counts, which were almost at a doubled value, without any interaction from users.

Manufacturer narrative:
The biomed reported observations made by clinical staff, which were using an intellivue mp5 monitor in conjunction with a philips (B)(4) disposable spo2 sensor and (B)(4) spo2 adapter cable on a neonate patient. According to the customer, pulse rate values went through periods of higher than expected counts, which were almost at a doubled value, without any interactions from users. The users voiced their concern regarding trustworthiness of performance related to pulse monitoring via spo2. Please note that the reporter (biomed) for this issue was not present at time of the incident, nor did he personally verify the reported incident. As higher than expected pulse rate counts and the resulting customer concerns regarding reliability of pulse monitoring via spo2, the philips field service engineer followed-up with the customer via telephone and had them test the questionable equipment. The biomed pointed out that the mp5 worked as expected when tested post incident. Labeling for this device explains proper applications of spo2 readings/results, including positioning of the sensor, environmental interferences, and patient characteristics. Also humidity could contribute to inaccurate readings, in particular with neonatal patients. It should be assured that all sensor connectors and adapter cable connectors are outside the incubator. The humid atmosphere inside can cause inaccurate measurements. The product support engineers (pse), responsible for the spo2 parameter and the intellivue mp5 bedside monitor, were consulted to discuss the reported behavior. Based on the available information they were not able to draw any conclusion as to what caused this behavior. According to incident description in the customer report, no death, serious injury or other adverse event occurred. There is no indication that this issue could be difficult to detect given that the use mode for this device (per the IFU) includes close personal observation. A database search showed no subsequent reports in over 60 days for this issue/institution. The available information for this report does not support that a malfunction of a philips product, its labeling, or design occurred. The available information supports that there is no known health risk for the patient or users. No further investigation or action is warranted. (B)(4).